Event description:
The customer reported spark, burning smell, and smoke from the unicel dxc 800 pro synchron system. No visible flames reported. Customer's personal protective equipment was unknown at the time of the event. The fire department was not called. No erroneous results generated. No exposure reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the spark, burning smell, and smoke from the burnt isolatran (line conditioner). Fse replaced the isolatran and the power harness and issue was resolved. (B)(4).